Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified system error 345. The reported condition was verified. Visual inspection found the cause was the ultrasonic sensor tape peeling off the thermistor. The ultrasonic was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.